Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twenty-six days later, computed tomography (CT) revealed that filling defect was noted within the left main pulmonary artery, which appears to be extending into the main pulmonary artery as well as the left lower lobe pulmonary artery. There was the suggestion that there was also residual filling defect in the right main pulmonary artery, the proximal segmental branch. Approximately two months and eighteen days later, computed tomography (CT) revealed that there were two small filling defects are seen in right upper pulmonary artery. These are not definitively emboli. No large central pulmonary emboli are seen. Approximately nine years and seven months later, computed tomography (CT) revealed that the filter was located within the inferior vena cava with the tip of the filter located approximately 4cm below the level of the origin of the renal arteries. The filter tilts with respect to the inferior vena cava by approximately 27 degrees. The tip of the filter appears to extend through the right lateral wall of the inferior vena cava by approximately 4mm. All the limbs of the inferior vena cava filter also protrude through the wall of the inferior vena cava. One of the limbs protrudes through the left lateral wall of the inferior vena cava by approximately 13mm and was located adjacent to the posterior wall of the abdominal aorta. Another limb protrudes through the posterior wall of the inferior vena cava by approximately 9mm. The remaining limbs protrude through the wall of the inferior vena cava by up to approximately 5mm. Therefore, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 05/2010.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and struts perforated into the aorta and mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.